Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that a revision during the primary surgery when a 13mm constrained poly insert would not lock down. It was discovered in case (B)(4). It was communicated that further documentation details for this event will not be forthcoming. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a legion revision surgery was performed on (B)(6) 2020 due to an unknown adverse event or issue in an unknown s&n knee implants. No further details are available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.